Event description:
Received notice of complaint concerning above product from complaint form filed by facility. Charge nurse reports an event in which a leak occurred in the venous line. Upon initiation of the treatment, air was noted being pulled into the system. Upon inspection, a small hole was noted in the venous line. Unable to return patient's blood. Reported blood loss>100cc. Line is available for evaluation. Suspect bloodline is possibly from one of the following three lot numbers: r8j077,r8l132 or r8p056. 4/7-spoke with charge nurse. Reports that the patient treatment was initiated and the hcp noted air in the system. States that the hcp removed the air by recirculation system, then restarted the treatment. Air noted again in system. All connections checked and found to be secure. The cn states that when one of the staff moved the venous line, they noted a small hole located below the venous chamber. At this time a small amount of blood leaked from the hole. The line was changed and the treatment completed without further incident. The patient remained stable and did not require any medical intervention. A hemoglobin was drawn following treatment and was reported as stable. A medwatch form has been filed based on blood loss.